Manufacturer narrative:
The device was returned for investigation. The smiths label is intact, and the device has a scratched screen. The event log was not available. A functional test was performed, and the reported failure was replicated. The pressure was tested, and the device did not activate within specification. The root cause of the reported problem cannot be established. The downstream sensor will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device does not display high pressure alarm at testing. No patient injury was reported.